Event description:
The patient reported developing an abscess at the infusion site, characterized by redness, pain, and a shiny appearance, along with a fever. The pod had been worn between 5 and 24 hours on the arm. The patient went to the emergency room and the abscess was incised and drained by a healthcare professional, and the patient was prescribed two courses of antibiotics. Amoxicillin augmentin (dosage unknown) 3 times per day for 5 days (2x). The healthcare provider advised the patient to avoid placing pods or sensors on the affected site for 6 months.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.